Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated that on 11/16/06, he had elevated blood glucose of about 200mg/dl and he gave himself a bolus. Two hrs later, his blood glucose increased from 132mg/dl to 362mg/dl and he gave himself another bolus. There were no symptoms of high blood glucose. The pt's normal blood glucose range is 80-180mg/dl. The pt stated that he "just wasn't getting any insulin." The pt believes that the power pack caused his infusion device to under deliver insulin because of the current recall. The pt stated he changes his power pack every two weeks. He stated he marked the insulin cartridge window with a red marker and bolused 10 units and the contents of the cartridge did not go down. He stated he then changed all of his accessories, including the power pack, and his blood glucose gradually began to decrease over 24 hrs. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the alleged power pack, no product will be returned for eval.